Event description:
Extremely questionable diabetic testing meter/strips numbers running 10-20 points higher than with accu-check. Got switched to easy-touch, mhc medical products, llc, (B)(4). Change was made after (B)(6) because acc-check no longer on medicare list. Numbers have been very questionable-running 10-20 points higher than other brand. Also got some very low numbers that could not be right from the way I felt. (B)(6) 2003, contacted company. Received 50 free test strips, lancets, test solution. Got a 22 with one strip before lunch on sunday, then a 103 on other hand. (B)(6), is no longer handling this easy touch brand because of higher than normal questionable test results from a lot of their customers. Began using easy touch the last week of (B)(6) 2013 meter s/n # (B)(4) strips lot pk17691901 exp apr 2014. New sample sent by company in (B)(4) exp june 2015.